Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ("essure was wrong placed"), thrombosis ("thrombosis"), hypothyroidism ("hypothyroidism") and urinary tract infection ("intermittent urinary infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Past adverse reactions to the above products included sepsis with iud nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("when the right device was inserted she suffered too much"). In 2013, the patient experienced thrombosis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced hypothyroidism (seriousness criterion medically significant), headache ("severe headaches"), menorrhagia ("abundant menstrual bleedings"), dysmenorrhoea ("painful menstrual bleedings"), abdominal distension ("stomach swollen"), musculoskeletal pain ("joint and muscle pains"), hypotension ("low blood pressure") and urinary tract infection (seriousness criterion medically significant). The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device dislocation had resolved. At the time of the report, the thrombosis, hypothyroidism, procedural pain, headache, menorrhagia, dysmenorrhoea, abdominal distension, musculoskeletal pain, hypotension and urinary tract infection outcome was unknown. The reporter provided no causality assessment for abdominal distension, device dislocation, dysmenorrhoea, headache, hypotension, hypothyroidism, menorrhagia, musculoskeletal pain, procedural pain, thrombosis and urinary tract infection with essure. The reporter commented: patient stated that when the left device was inserted she did not feel pain, but when the right device was inserted she suffered too much. When she wake up from the anesthesia after removal surgery, she did not feel that pain that burns her inside. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2017: essure was wrong placed. X-ray - in 2012: essure well inserted. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.